Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID: 305c223, tissue valve, implanted: (B)(6) 2013; product ID: 402458, implantable pacing lead, implanted: (B)(6) 2001. (B)(4).